Manufacturer narrative:
Complaint details: the customer reported on (B)(6) 2018 that the hard drive on life scope system crashed while in use on patient. Service requested: repair/troubleshooting. Service provided: troubleshooting. Investigation result: the mu-910ra; sn:(B)(6) was placed into service on 05/06/12, which is less than a week at the time of the reported issue. A review of device history found no previously reported issue with the unit or nka servicing. Similar tickets using "mu-910ra crashed", "mu-910ra shutdown" and "mu-910ra stopped working" gave no results. Based on the device service history and similar tickets search query, no adverse trend is suspected with this device. The bsm-9100 series manual recommends a periodic inspection of the device. It states the instrument and parts must undergo regular maintenance inspection at the interval specified under general handling precautions section. Technical information such as parts list, descriptions, calibration instructions, or other info is available upon request from nk as well. The warranty period for this device is 5/06/2012-5/06/2017 and the device was roughly 6 years old at the time of complaint. This bsm was well out of its warranty period at the time of the complaint. This product was discontinued from (B)(6) 2016 which was replaced by csm-1901 life scope g9 high acuity monitor as the successor to the bsm-9100. The sunset letter mmbex- 028a for bsm-9100 is attached with the ticket. The root cause of the issue was unable to be determined as the device was not physically evaluated by nk. Review of the device history record (DHR) shows that the unit has no history of CAPA, ncmr, refurbishing, or other suspected defects.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) spontaneously rebooted during a procedure.

Manufacturer narrative:
The customer is planning to send the unit in for repair, but it has not yet been received. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) spontaneously rebooted during a procedure.